Event description:
A malfunction alarm was reported with code malf 12, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur.